Event description:
Reporter states the customer reportedly obtained a blood glucose result in the 700's (mg/dl) on the easy care system. The result is outside the numeric range of 10-600 mg/dl on the device. No actions taken based on device result. Requested return of suspect device and replacement was sent.